Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 0.7989 mg/day via an implantable pump for spinal pain. It was reported that an empty pump alarm occurred on (B)(6) 2018. It was noted that the logs indicated the empty pump alarm was silenced on (B)(6) 2018. An empty pump alarm occurred on (B)(6) 2018. The pump was due for a refill. It was believed the pump was empty regarding the time elapsed since the last refill date in (B)(6) 2018. It was believed the pump was empty because the patient missed their refill appointment. The company representative did not know if the pump was ever updated with the tablet. The company representative was using the tablet/app. It was confirmed that the empty pump alarm was active by checking the logs at the time of the report. The pump continued to critically alarm every 30 minutes. The pump has not been refilled at this time. The healthcare provider (hcp) planned to do a dye study and roller study to check the patency of the catheter as well as the pump motor. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician ensured the pump¿s reservoir was empty by aspirating the reservoir. A dye study and pump rotor study were performed. The pump had since been filled. No adverse events occurred due to the empty pump. It was noted that tablet used was one that was assigned to the physician for their office. The serial number regarding the clinician tablet used was unknown as there were several tablets assigned to the physician. The patient¿s weight was unknown.